Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurements for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Review of the daily measurements found that all other impedance measurements have been within range. Boston scientific technical services (ts) was consulted and discussed the possibility of a electromagnetic interference (emi) source and bringing the patient in for testing. No further information was available and at this time all available information indicates that the rv lead and ICD remain in service.